Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).

Event description:
Bleeding post op, hemoperitoneum, and uterine perforation, patient stable upon d/c to (B)(6). Device usage problem. The device did not what it was suppose to do. It was reported 7 months later and she stated that she is behind on her paperwork and is still working on 2010 paperwork. Phone conversation with (B)(6) (risk mgr) on (B)(6) 2011 clarified the event: the part number is 7210164 (fluid mgmt sys); the pump infused a large deficit of fluid calculation (unk exact amount) into the patient's abdomen which subsequently caused fluid to enter the lungs resulting in pulmonary edema. No other information on patient or post-op status was in the operative notes. (B)(6) also indicated that the perforation, which was less than .5cm in size, was not caused by a s&n device as the surgeon used another manufacturer's device to remove the fibroid. It was suggested that (B)(6) complete a supplemental report to correct the previously reported event description and forward a copy to s&n as well as the FDA. (Dl) lot # provided does not show up in database as being sold to this customer; therefore no date of device manufacture is available.